Manufacturer narrative:
Per the IFU, valve degeneration and deterioration are potential risks associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Valve degeneration may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve (stenosis) or regurgitation. This could be due to progression of the existing disease process: calcification of the leaflets or host tissue overgrowth. In this case, the cause of the valve degeneration 2 years post implantation is unknown; however, patient factors (immunosuppressive therapy, systemic sarcoidosis, chronic renal insufficiency) and the mechanisms described above may have contributed to the event. In addition, calcification (progression of the pre-existing disease process) of the sapien valve may be contributing factor. The cause of death was not device related; however, appears to be related to the patient¿s many co-morbidities (multiple infections) and multi-organ failure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, approximately two years post implantation of a 23mm sapien 3 valve, in the aortic position, an echo noted ¿sclerotic¿ leaflets with moderate aortic insufficiency. The patient experienced increasing edema in the lower limbs and ascites. Despite intravenous diuretic therapy, the event was not resolved. The symptoms were considered as congestive heart failure. One month later, the patient was re-hospitalized with multiple infections and died the next day due to multi-organ failure.